Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that air entered the manifold in the kit while preparing the device for use. The bonded contrast tubing was not sealed or was cracked at the area between the tubing and manifold. A new kit was opened to complete the procedure. The suspect kit was not used on the pt. The user did not provide a lot number. No harm or injury was reported.